Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The daughter of customer reported a low reading issue with the freestyle libre 2 sensor. The caller reported customer had unspecified lower scan readings from day of sensor application ((B)(6) 2021), and did not perform capillary comparison until (B)(6) 2021. An ambulance was called on (B)(6), and a paramedic meter result of "hi" and a hospital meter result of "above 90 mmol/l" were obtained. The customer was put on an unspecified serum with saline solution for hyperglycemia, and additionally treated with glucose when necessary. The customer was also given a catheter and had heart monitored. There was no report of death or permanent injury associated with this event.

Event description:
The daughter of customer reported a low reading issue with the freestyle libre 2 sensor. The caller reported customer had unspecified lower scan readings from day of sensor application (14 nov 2021), and did not perform capillary comparison until 20 nov 2021. An ambulance was called on the 20th, and a paramedic meter result of "hi" and a hospital meter result of "above 90 mmol/l" were obtained. The customer was put on an unspecified serum with saline solution for hyperglycemia, and additionally treated with glucose when necessary. The customer was also given a catheter and had heart monitored. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.